Manufacturer narrative:
The cartridge was not returned to animas. The lot of the implicated cartridges was evaluated. Cartridges from this lot number were confirmed to be defective and fluid was found to leak through the first plunger o-ring and through the plunger. The complaint was confirmed.

Event description:
The patient's wife reported that insulin leaked from the cartridge. She reported that she changed insulin, put a new cartridge from the same lot in the pump and changed the patient's infusion site and gave a bolus of 10 units to try to correct a blood glucose level of 418 mg/dl. She rechecked the patient's insulin an hour later and it had reportedly risen to 543 mg/dl; however, the patient did not suffer any symptoms or have any ketones. She later disconnected the patient from the pump and gave an injection of insulin manually. She noticed that the cartridge was leaking from the bottom of the plunger. She states there was liquid in the cartridge compartment. When troubleshooting she noted that the plunger was straight. She pushed insulin out of the cartridge manually and insulin was dispensed through the attached infusion set; however, she also noticed that there was another drop of insulin on the inside of the cartridge plunger.